Event description:
Fill volume: 110 ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: intravenous (IV) administration via central line: report 1 of 2 (please reference 2026095-2014-00128/ (B)(6). It was reported by a distributor that two eclipse pumps were supposed to infuse in 22 hours, but instead infused in 18 hours. The pumps were filled on (B)(6) 2014 (time not reported) by a pharmacist. The events occurred during patient use in the patient's home. The pumps were attached to the patient by a nurse. There was no patient injury or medical intervention required as a result of this event and the patient is currently in good condition. Infusion start date: (B)(6) 2014 at 03:23 p.m. Infusion finish date: (B)(6) 2014 at 09:00 am.

Manufacturer narrative:
Method: the device was received for an evaluation and investigation, a visual inspection was performed on the returned unit. A review of the device history records (DHR) is currently in progress. Results: at this time, the results are pending the completion of the evaluation and investigation which is currently in process. Conclusions: once the analysis of the device and investigation are completed, a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.